Event description:
The customer indicated that an endoscopic procedure was being performed with a valleylab handswitching pencil and a footswitching pincer device. The surgeon was using the pencil and had the pincer device laying on the patient. The patient sustained a 2nd degree burn on the abdomen that had to be surgically treated.